Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, when creating the bursting, only half of the staples deployed then the device popped open. The surgeon over sewed the staple line before placing the anvil. There was no patient injury.